Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. The lesion characteristics and anatomical location are unknown. The apex monorail ruptured on the first inflation at 12 atms. The procedure was completed with a different device. There were no patient complications or injuries reported. The patient status is reported as 'good'.

Manufacturer narrative:
Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).